Event description:
It was reported that the device pump indicated overpressure between the pump and the patient. There was reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed high pressure alarm message. The cause of the reported issue was a missing calibration. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.